Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-00902, -00903.

Event description:
Allegedly, patient was revised due to mom complications: fracture of his left femur; failure of the prosthesis at the neck stem surface; pain control- left.